Event description:
It was reported that the vns patient had been experiencing some sleep disturbances for the past month believed to be related to vns. The sleep disturbances began following an increase in the patient¿s device settings. It was noted that the patient also began having seizures at night which was also attributed to the increase in device settings. Attempts for additional relevant information have been unsuccessful to date.